Event description:
This pt was implanted with the neurocontrol vocare bladder system 1996. Initial report suggested that there may be an external equipment problem. The pt was advised to self-catheterize for a week or two. 30 days later it was determined that there was an implantale receiver stimulator (irs) problem that would require revision surgery. A follow-up report will be submitted following the revision surgery.